Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: patient's concern with product device evaluation: analysis of the returned device identified: creases fold and broken plug strap. Leak test and microscopic analysis was performed which identified: striated opening on radius and sharp broken on plug strap. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated opening on radius assessed as surgical damage consistent in the use of some surgical tool. A sharp broken on plug strap assessed as an unidentified (tear) opening.

Event description:
Healthcare professional reported right side exchange from textured to smooth implants due to the patients concerns with the product. Additionally, physician reported "plug strap separated" and "implant ruptured as it was removed." Device has been explanted.

Event description:
Healthcare professional reported right side exchange from textured to smooth implants due to the patients concerns with the product. Additionally, physician reported "plug strap separated" and "implant ruptured as it was removed." Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4.